Event description:
Customer reportedly rec'd blood glucose result of 237 mg/dl obtained on the aviva system. The customer thought that the results were higher than they should be, but proceeded to administer insulin based on the device result. Customer later reported low blood glucose symptoms and attempted to self treat; she obtained a blood glucose result of 38 mg/dl 48 mins after her original of 237 mg/dl. Customer passed out upon arrival of paramedics; she states paramedics advised her she was treated with glucagon, but she thought it was actually dextrose. Customer's symptoms improved. Requested return of suspect device and replacement was sent.